Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a clinical study in china, approximately 4 years and 9 months post tavr implant using a 26mm sapien xt valve via transfemoral approach, the patient was admitted to the hospital and diagnosed with chronic heart failure with reduced ejection fraction. The patient's echocardiogram showed visible aortic regurgitation and the speed of regurgitation in the diastolic phase was 1.2 m/s. The patient had no other symptoms. Medication was provided and the ejection fraction increased. The patient was finally discharged ten days post-admission.

Manufacturer narrative:
Update to h3 (device evaluated by manufacturer, h6 (type of investigation, investigation findings and investigation conclusions) and h10 to reflect engineering evaluation. The 26mm sapien xt valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history did not reveal no other complaints related to the reported events. The novaflex+ system with xt IFU was reviewed for instructions and guidance. Potential adverse events include paravalvular or transvalvular leak and valve regurgitation. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints valve regurgitation was confirmed based on provided medical record. A review of DHR, lot history, and complaint history did not identify any manufacturing non-conformances that would have contributed to the reported event. Additionally, no IFU/training manual inadequacies were identified. During the manufacturing process, all sapien sxt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. As reported through china xt study, 'it was a case of a 26mm sapien xt valve, in aortic position by transfemoral approach. Four years and nine months post-implant, patient was admitted at hospital due to type 2 diabetes and was diagnosed with chronic heart failure with reduced ejection fraction. Echocardiogram showed visible aortic regurgitation and the speed of regurgitation in diastolic phase was 1.2 m/s. The patient had no other symptoms.' Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Transvalvular regurgitation which develops over time can be due to patient related factors, structural valve deterioration (e.g. Calcification) and/or non-structural dysfunction (e.g. Pannus formation). Paravalvular leak which develops over time may be caused by cardiac remodeling. In this case, the nature of aortic regurgitation was unable to be ascertained by means of ultrasound examination (paravalvular and/or transvalvular). Per medical record, patient had a history of diabetes and peripheral vascular disease (calcium buildup in arterial walls). These pre-existing co-morbidities are known to increase the risk of developing bioprosthetic tissue calcification. Calcified leaflets may in turn impact proper leaflet coaptation by restricting leaflet motion, which could have led to central regurgitation. Furthermore, patient had progressive valvular disease characterized by left atrial enlargement, reduced myocardial movement within the walls of the left ventricle, mitral valve regurgitation, and tricuspid valve regurgitation. The resulting heart disease could have influenced the biomechanics of cardiac function, leading to morphological changes in the aortic valve, and thus, giving rise to paravalvular leak. In this, available information suggests that patient factors (diabetes, cardiac remodeling) may have contributed the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time. H3 other text : remains implanted in patient.